Manufacturer narrative:
Na

Event description:
Information was received from customer reported the ventilator had an odor of overheating. It was unknown if the ventilator was in use on a patient or if an alarm sounded, however the customer reported there was no patient harm. The distributor's service technician reported visual inspection of the power supply and snubber pcb showed signs of overheating. The service engineer replaced the power supply to correct the findings. The unit passed follow-up testing. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.